Event description:
The customer reported that there was a stator not on error message. This error may cause the system to shutdown un-commanded. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage control cable was replaced. The system was tested and found to be working as intended and put back into service.